Event description:
The pt underwent stent placements in 2001. Two biodivysio 3.0 x 11mm stents were placed; one in the mid left anterior descending and the other in the mid right coronary artery. An uncoated bx velocity 4.5 x 13mm stent was placed in the proximal right coronary artery. Final angiographic results were excellent and the pt was discharged home in stable condition. Four days later, the pt presented to ER with severe chest pains. A thallium test was performed which revealed a subacute thrombosis in the right coronary artery. The pt expired that evening. The location of the subacute thrombosis is unknown. The perclose rep noted that the physician commented that subacute thrombosis likely occurred around the bx velocity stent because it is an uncoated stent. This statement cannot be confirmed. The physician also stated that it is questionable as to whether or not the pt followed their post-procedure medical regimen. After further discussions with the perclose rep and consultation with an in-house interventional cardiologist, it has been revealed that a thallium test could not detect a subacute thrombosis therefore, it is unclear as to how the subacute thrombosis was diagnosed at the user facility.